Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the cause of the motor stall was unknown. The cause of the pump error was also unable to be determined. It was noted the tablet was being used, however unable to verify software numbers. The patient¿s weight was asked but unknown.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, lot# none, serial# unknown, implanted: none, explanted: none, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving therapy via an implantable infusion pump. It was reported that the patient was directed by the managing physician to go to the ER to decrease the dose on the pump; the caller was not aware of the specific reason for the dose decrease but stated that the doctor often will do this as a precaution. When the pump was interrogated the following message was displayed: "service code 243 - warning: pump memory error. The pump logs also showed a motor stall and recovery 40 minutes later on (B)(6) 2021. When the caller went into a workflow the drug tab showed "drug information is incomplete" and was blank where drug info should be listed. It was noted that the patient was not very alert.